Manufacturer narrative:
It was reported that the patient experienced coughing following synclara device therapy, after reinitiating therapy after, approximately 8 months without changing the device¿s circuit, before reinitiation. The patient was seen by her healthcare provider for the reported cough, an x-ray was performed, and the patient was diagnosed with bronchitis. The patient was prescribed an atrovent inhaler and an additional unknown inhaler/steroid combination. There was no allegation of a device malfunction, and the device is not being returned. The device remains with the patient upon advisement of the patient¿s healthcare provider for continued use of the device with a new device circuit. The synclara cough system is intended for use on patients who are unable to cough or clear secretions effectively due to reduced peak cough expiratory flow or respiratory muscle weakness. The synclara cough system provides a noninvasive therapy designed for use by patients, caregivers, and healthcare providers. The system will simulate a cough to remove secretions in patients with a compromised peak cough flow. The device therapy is delivered through the use of a patient-use circuit which is composed of a smart filter, breathing hose and mouthpiece. Each patient circuit is for use by a single patient and intended for 30 days of treatment or a maximum of 90 treatment sessions. The device IFU provides the following circuit cleaning instructions for home use: warning¿if the smart-filter¿ is damaged, visibly soiled or wet, replace it. Do not soak or wash the smart-filter¿. Warning¿do not attempt to sterilize the circuit for reuse. 1. Disconnect the patient circuit from the control unit. 2. Disconnect all components of the patient circuit. 3. Wash the components of the patient circuit (excluding the smart-filter¿) in liquid dish-washing soap and warm water. 4. Rinse the components with clean water. 5. Examine the components for any remaining traces of soil. If the components are not visibly clean, do step 3 to 5 again. 6. Let the components dry completely before use. In this event, the patient reported a cough, as well as a diagnosis of bronchitis (which the patient attributes to not changing the device circuit). A cough is the body¿s attempt to expel irritants, phlegm, or mucus. Treatment of coughing is dependent on the cause. Bronchitis is inflammation of the bronchial tubes which may cause coughing and is often related to a virus or respiratory infection. Bronchitis does not require medical intervention, however, cough suppressants, humidified air, or bronchodilators may be recommended. The patient did receive medical intervention (inhalers/ steroids) to preclude permanent impairment of a body function or permanent damage to a body structure for the reported bronchitis which concludes a serious injury did occur. The patient reported that their injury (cough/bronchitis) and required medical intervention was attributed to the failure to change the device¿s circuit before reinitiating device use after a prolonged storage and pause of therapy. Additionally, there was no allegation of a device malfunction, and the device remains with the patient for continued use upon installation of a new device accessory circuit. Based on the above, the exact cause of the patient¿s cough/bronchitis is unknown, however, likely due to their underlying pulmonary pathology ( neuromuscular restrictive lung disease due to multiple pterygium syndrome) and the patient¿s report of use error and not due to a malfunction of the device. Based on this information, no further action is required.

Event description:
It was reported that the patient experienced coughing following synclara device therapy, after reinitiating therapy after, approximately 8 months without changing the device¿s circuit, before reinitiation. The patient was seen by her healthcare provider for the reported cough, an x-ray was performed, and the patient was diagnosed with bronchitis. The patient was prescribed an atrovent inhaler and an additional unknown inhaler/steroid combination. There was no allegation of a device malfunction, and the device is not being returned. The device remains with the patient upon advisement of the patient¿s healthcare provider for continued use of the device with a new device circuit. This report was filed in our complaint handling system as complaint #(B)(4).